Event description:
Information received from the (B)(6) clinical study, subject: (B)(6). (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. During the procedure, the patient had severe cerebral vasospasm which resolved in the same day with nitroglycerine. The event was procedure related. One day post procedure, the patient was reported to have an adverse event of nausea that resolved the following day. The relationship to the device was unknown. No other patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).